Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose was 210 mg/dl. It was indicated that the customer would take a manual injection. There was a temporary delay in clearing the alarm and resuming insulin delivery.